Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped due to high out-of-range pacing impedance measurements. No adverse patient effects were reported.